Event description:
Pt has had many crises. He started insulin pump therapy 5 yrs ago. Everything was good until he changed pumps 8/2005. No sugar crisis for over 5 years. We bought a new pump for him, as it was partially covered by insurance. He had problems with the new animas pumps since 1 week after initiating therapy. The initial pump was replaced and returned to animas. The new pump was fine for about 2 weeks. He then started having sugar problems. He talked regularily to the animas rep, changed sites and did everything recommended. We are wondering if there was a problem with the new pump, an animas ir1250.